Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent dislodged. While preparing the 3.0 x 12 mm liberte bare metal stent for the procedure, "the stent has been detached from the shaft of the delivery while it came prepared for the system". The device did not come into contact with the patient. No patient complications occured.